Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citations : archives of orthopaedic and trauma surgery. Pages :1-15. Https://doi.org/10.1007/s00402-022-04368-7.

Event description:
Title : re-rupture rate and the post-surgical meniscal injury after anterior cruciate ligament reconstruction with the press-fit-hybrid®-technique in comparison to the interference screw technique: a retrospective analysis of 200 patients with at least 3 years follow-up the aim of this study was to hypothesize the retrospective analysis with 200 patients and at least 3 years follow-up is, that the pressfit-hybrid®-technique produces better results with respect to re-rupture rates and secondary meniscal lesions than the interference-screw-technique used up to 2015. The group were divided into two : press-fit-hybrid®-technique (n=100) and if-group (n=100)were retrospectively analyzed. In interference-screw-technique, the tendon graft were securely reinforced both proximally and distally over 3 cm with a size-0-vicryl thread. In press-fit-hybrid®-technique, ¿proximally 3 cm with a vicryl size 0 thread (ethicon, norderstedt, germany) and distally 4 cm with a hifi-suture-loop (conmed deutschland, gross-gerau, germany) and a 5-ethibond thread (ethicon, norderstedt, germany). The reported complications included postoperative infection (n=2). In conclusion, for acl-reconstruction the press-fit-hybrid®-technique is an alternative new method. Low level of secondary meniscal lesions after surgery and high stability, is known to prevent later arthrosis of the knee. The encouraging observed trend of the reduction of the re-rupture rate in revision surgery and in young patients using the press-fit-hybrid®-technique in comparison to the interference-screw-technique must be confirmed with further studies.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available.